Event description:
On (B)(6) 2011, patient reported insulin leaked into the infusion device because of a damaged infusion adapter. Patient stated she noticed the damage to the adapter. Patient reported the four "fingers" on the bottom of the infusion adapter were bent. Patient stated she believed this damage is what is causing the leaky insulin. Patient reported the insulin cartridge is not cracked. Patient stated a large enough amount of insulin spilled inside the infusion device that could be poured out. Patient reported she dried out the excess moisture with a cotton swab, changed to a new insulin cartridge and continued to use the infusion device. Patient stated she had not changed the infusion adapter since she received the infusion device about 2.5 years ago. Patient reported she recently read in her user manual that she needed to change her infusion adapter every 10th cartridge change. Patient is also using expired insulin cartridges. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.